Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the inspection of the returned devices, the orthokit technician noticed that the white joints of two instruments crumble.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Examination of the two submitted global unite body sz 10 +5 tr confirmed a portion of the epoxy ink in the groove feature is missing. A complaint database search finds no other reported incidents against the complaint sample product and lot combination. A complaint database search against product code 210030202 finds no other reported incidents of missing epoxy ink. The root cause of the missing epoxy ink is unknown. Based on the complaint database search the event is being considered and isolated incident and no corrective action is being pursued. Monitor for future reports of missing epoxy ink. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.